Manufacturer narrative:
(B)(4)

Event description:
The customer's daughter reported they received a high questionable result from coaguchek xs meter serial number (B)(4). The results from the meter memory were: at 12:05 pm, the result was 5.4 inr. At 12:07 pm, the result from a new finger was 3.8 inr. At 12:19 pm, the result from the first finger was 3.6 inr. On (B)(6) 2018 at 1:27 am, the result was 3.6 inr. The customer's doctor held the warfarin dose for one day because of the results being higher than the therapeutic range. There was no allegation of an adverse event. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitor, no changes to warfarin dose, no new medications but did take mucinex for a cold. The customer had no other illnesses and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 235476-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
Customer returned meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.1 inr. Donor 1 hct: 44%. Donor 2 hct: 48%. Testing results: donor #1: retention meter with masterlot strips: 2.1 inr. Customer meter with masterlot strips: 2.0 inr. Donor #2: retention meter with masterlot strips: 2.1 inr. Customer meter with masterlot strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet the specification.